Event description:
Caller reported the pump quick bolus/wake button was difficult to press and required multiple presses to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller on how to press the button. Customer continued to use the pump for insulin therapy.